Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer¿s blood glucose level. The pump was not returned despite several attempts, and there was no additional information received regarding the outcome of the event.